Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available for investigation; however, photographs of the sample were provided for evaluation. Visual inspection of the pictures showed that the cone of the return male luer lock (mll) was broken. The leak is likely due to a broken mll cone. The reported condition was verified. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leak from the return luer connector was observed. There was no patient involvement. No additional information is available.